Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc was not booting up. Review of the system log file found that issue with the ippc. Fse replaced the ippc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips. A philips engineer visited site and replaced the image processing pc (ippc). The device was returned to expected functionality.